Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reportedly received the following results on the performa system within 10 minutes: 25 mmol/l and a second result of "roughly 12-12.5 mmol/l". No adverse event was reported. The suspect device is not expected to be returned by the customer for product evaluation.